Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson¿s dual and movement disorders. It was reported that the patient experienced an intermittent ¿notion¿ or feeling of cloudy vision. The patient stated the symptom occurs when he gets a haircut, gets ¿wanded¿ at security gates/court house, testing power tools, and now constantly at home following the installation of (B)(6) on (B)(6) 2016. The patient does not experience any changes in therapy in public places that provide wi-fi. Additional information has been requested regarding the cause, troubleshooting, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.